Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's loop recorder displayed aystolic and bradycardia episodes that the physician attributed to undersensing. The patient's condition was stable. No further information was obtained.